Event description:
It was observed that during the device evaluation, the camera head exhibited leak between zoom and focus ring and rear head cover and front head cover and rust is generated in metal parts. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.